Event description:
A customer contacted beckman coulter inc. (Bci) and reported the unicel dxc 600 synchron clinical system generated slightly low sodium results. Because the anion gap results were low, the results were not reported out of the lab. The specimens were repeated on a different instrument with higher na results. Recalibrating the dxc 600 instrument gave higher na results, better matching the different instrument. Patient treatment was not affected.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. It is unknown if qc was run after the event prior to re-calibration. The customer replaced na electrode and co2 measuring electrode membrane. Na performance was acceptable, but anion gaps were still intermittently low, so the customer changed the cl electrode. After changing the cl electrode, the customer noted that na recovery was then higher on dxc 600 than on the different instrument. A field service engineer (fse) was dispatched: the fse inspected the ise assembly and no abnormalities were noted. The fse removed and disassembled flow-cell. The fse found co2 membrane pieces were assembled on the electrode in the reverse order. The fse informed customer that quad ring side always goes toward the flow-cell. The fse cleaned flow-cell and reassembled, replaced carbon bridge and verified performance. A clear root cause has not been determined for this event.